Event description:
It was reported that the user was not receiving continuous glucose readings because the dexcom g6 transmitter was not paired, and the user had entered an incorrect transmitter code after confusing an 8 with a b; the user received ¿transmitter not found,¿ ¿cgm not paired,¿ and ¿dosing stops soon¿ alerts, and was guided to correct the transmitter number and instructed on how to enter a fingerstick blood glucose when available. Symptoms included impending dosing interruption warnings without reported hypoglycemia or hyperglycemia. Outcomes included temporary suspension risk of automated insulin dosing until cgm pairing and bg entry were addressed. Investigation included remote troubleshooting and user education to review alarms, verify and correct the transmitter code, and instruct on manual bg entry. Investigation of this case revealed user input error related to an incorrect transmitter identifier causing cgm pairing failure and associated dosing warning alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use.